Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe generator had an error message on the screen. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and observed the same error. The tse asked whether the monopolar effect could be changed from one mode to another and advised that the effect level could only be increased up to a specified limit and that the surgical team should be informed of the change. The site continued with procedure setup, and it was noted that an energy activation cable with the listed part number was available and a backup generator could be considered if needed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During testing, the unit displayed error code c33 at startup. Generator log showed error c00. The probable root cause is attributed to faulty electrical component inside the erbe generator.